Event description:
A report was received that the patient underwent an ipg revision due to difficulty charging and tenderness at the pocket site. The patient was not able to charge due to scar tissue around the ipg site. During the revision, the physician was not able to test the ipg since it was depleted and decided to replace it. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an ipg revision due to difficulty charging and tenderness at the pocket site. The patient was not able to charge due to scar tissue around the ipg site. During the revision, the physician was not able to test the ipg since it was depleted and decided to replace it. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
(B)(4). Should only have required intervention to prevent permanent impairment/damage checked off device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. The charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum, indicating good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a depletion rate within the expected range. Device exhibits normal charging and discharging characteristics.